Manufacturer narrative:
Product complaint # (B)(6). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician observed a kink at the distal end of the prowler select plus 150/5cm (606s255x/30076106) microcatheter and the 4.5x14mm enterprise (enc451412/10989443) stent vascular reconstruction device could not be advanced through the microcatheter. After the microcatheter was approached to the target vessel, the physician connected the stent to the y-valve and attempted to push the stent but found that the stent could not be advanced. The physician re-adjusted the device but noticed that the stent had deployed in the y-valve. The physician removed the stent and microcatheter from the patient, resulting in a loss of cerebral target position. The physician then observed a kink at the distal end of the microcatheter. The devices were replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The delay in procedure was not considered clinically significant. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected and there was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. The system did not appear damaged prior to use. No damage was noted to the stent/stent delivery system before or after the reported difficulty. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of this device. The user verified that the introducer was fully seated and secured in the hub. There was no difficulty encountered tracking the catheter to the target site or excessive manipulation/torqueing required. The vessel was neither excessively tortuous nor had acute bends. No further information could be obtained. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. Upon receipt of the device, visual inspection was conducted. The catheter body was found compressed at 89.5 cm from the distal end. No damage was noted to the distal tip of the catheter. Residues of dried blood were visualized on the catheter tip. The microcatheter was inspected under microscope and the compressed condition noted during visual inspection was confirmed. There were no other visual anomalies observed during the visual inspection. The inner diameter (ID) and outer diameter (od) were measured and found within specification. The microcatheter was flushed with a lab sample syringe and a .018¿ lab sample guidewire was introduced into the microcatheter hub. Resistance/friction was encountered as the sample guidewire was advanced through the compressed section of the microcatheter. Functional testing with the returned enterprise could not be performed due to the condition of the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report that the catheter body/shaft was kinked/bent was confirmed. The catheter was found compressed at 89.5 cm from the distal end. The customer report that the enterprise could not be advanced through the microcatheter could not be evaluated since the stent was received prematurely deployed and the introducer tube and delivery wire were not returned for evaluation. Functional testing with the enterprise could not be performed to determine potential causes of the event due to the condition of the returned device; however, resistance/friction was encountered as the lab sample guidewire was advanced through the compressed section of the catheter. The exact circumstances surrounding the observed damage to the catheter cannot be determined; however, it is possible that excessive force was applied to the device, perhaps in an attempt to overcome the reported resistance. It is also possible that the compressed/kinked condition of the catheter may have contributed to the inability to advance the enterprise. 100% of devices are inspected in-process for kinks and other damage. In addition, 100% of devices are inspected after pouching for visible damage or defects. Therefore, it is very unlikely that the device left the manufacturing facility with the observed damage. Catheter kinking has been investigated. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. Catheter obstructed is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU cautions: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received on 24-dec-2018 indicated that the event resulted in loss of cerebral target position. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician observed a kink at the distal end of the prowler select plus 150/5cm (606s255x/30076106) microcatheter and the 4.5x14mm enterprise (enc451412/10989443) stent vascular reconstruction device could not be advanced through the microcatheter. After the microcatheter was approached to the target vessel, the physician connected the stent to the y-valve and attempted to push the stent but found that the stent could not be advanced. The physician re-adjusted the device but noticed that the stent had deployed in the y-valve. The physician removed the stent and microcatheter from the patient, resulting in a loss of cerebral target position. The physician then observed a kink at the distal end of the microcatheter. The devices were replaced, and the procedure was completed successfully without further incident. There was no report of patient complications/injury. The event did not result in a clinically significant delay in procedure. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected and there was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. The system did not appear damaged prior to use. No damage was noted to the stent/stent delivery system before or after the reported difficulty. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of this device. The user verified that the introducer was fully seated and secured in the hub. There was no difficulty encountered tracking the catheter to the target site or excessive manipulation/torqueing required. The vessel was neither excessively tortuous nor had acute bends. The products will be returned for evaluation. No further information could be obtained.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00808 & 1226348-2019-00809.